Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen, flanks on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a a4 a6 b3 b5 b7 d1 d4 g1 h6. Continued a6 race: white.